Event description:
Occupational therapist took trash bag out of dirty trash and wrapped pic line with this contaminated trash bag to "keep it dry" while he went to pt/ot and warm springs rehab hosp in san antonio. About 5 days later, pt spiked fever and blood cultures ultimately revealed contamination of pik line that had been placed for 3 weeks without any problem up to this point. Pik line, contaminated by staff occupational therapist by covering with plastic bag out of contaminated trash can. She lifted dirty bag up and took extra bags from under full trash bag and wrapped around pik line - [product developer should never teach facilities to use trash bags not intended for sterile coverage> this is taught< and you get an unsophisticated person that uses dirty material to cover what should be a sterile area.]